Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: during testing the pump failed to power on. Testing for the call service alarm issue was not able to be adequately investigated due to no power to the pump. Unrelated to the complaint, investigation revealed moisture visible in the display; the battery compartment was cracked. The pump leaked at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. There was no power to pump due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.